Manufacturer narrative:
The touch screen from device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that when rosa was turned on to perform the surgery, the computer monitor was not responsive to touch, but the mouse could be used to move the cursor.

Manufacturer narrative:
Following the investigation, there is no confirmed failure, the device is working as intended.